Event description:
Pt revised due to loosening of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported device loosening. Based on the investigation findings, the need for corrective action is not indicated.